Event description:
It was reported that during a transcarotid artery re-vascularization (tcar) procedure, a dissection was identified distal to the arterial sheath after using the enroute 0.014" guidewire. The physician placed an unplanned additional stent to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
This supplemental MDR is being submitted to reflect the correct report sent to manufacturer (section f13) as june 21, 2023. There is no change to the initial reported event.

Event description:
This supplemental MDR is being submitted to reflect the correct report sent to manufacturer (section f13). There is no change to the initial reported event.